Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the first stapler worked perfectly with the first two firings, but on the 3rd reload the staple line didn¿t form correctly. A new stapler from the shelf was used and the same thing happened worked well for few firings but on third time the staples didn¿t form well. A new device was used to resolve the issue and complete the case. There was no patient injury.